Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure, the device was locked on tissue several times where the jaws were difficult to open or would not open. The device was unplugged and plugged back in, and then the jaws would open the first few times. At least once the jaws still would not open and the surgeon "slid the device off." A competitor's device was used to complete the procedure. It is unknown whether there were any alert messages received. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91n30. The device was returned with a large clip stuck between the knife blade and the jaws. This made it difficult to open the jaws since the knife blade was still extended. The jaws were able to be opened by pulling the closure lever open. When the jaws opened the knife fully retracted and the clip fell out of the knife track. Once the clip was removed, the device was tested for functionality and it passed all functional testing. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.